Event description:
Boston scientific received information that this programmer had black screen. This programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed that this programmer had black screen at boot up. It was also found out that the lower half of the inverter was defective, the inverter cover melted and was replaced. This passed all incoming test.